Event description:
It was reported that the patient's generator was replaced and high impedance was still seen. The lead was then replaced and impedance became normal. The explanted devices will not be returned due to the explanting facility's policies. No additional or relevant information has been received to date.

Event description:
It was reported that the patient's seizures had increased and that surgery was scheduled due to the high lead impedance. No relevant surgery is known to have occurred to date to address the high lead impedance. No additional or relevant information has been received to date.

Event description:
It was reported that during a clinic visit high impedance was observed as the result of a diagnostic test. The physician did not suspect that trauma or patient manipulation contributed to the high impedance result. It was noted that the lead had been implanted since 2011 however the generator was implanted in (B)(6) 2016. X-rays were performed and reviewed by the physician who did not observe any obvious lead fractures. These x-rays have not been reviewed by the manufacturer to date. The implant card from the (B)(6) 2016 generator replacement surgery was reviewed and it indicated that diagnostics were within acceptable limits at the implant surgery. No additional relevant information has been received to date. No surgical interventions are known to have occurred to date.